Event description:
Olympus was informed that the subject device was reprocessed with an incorrect connector in the steris system 1 automated endoscope reprocessor which let to one of the channels not being connected during reprocessing. There had been no report of infection and cross contamination.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional info regarding this report. The user facility reported that it was an one time incident as the person who was reprocessing the endoscopes had been gone for a year but had experience with reprocessing endoscopes. The user facility reported that the quick connect connector for the upper was inadvertently used in the lower connector. The user facility reported that the subject device was sequentially used during an unidentified procedure on (B)(6) 2012, in which the procedure was completed with no pt harm reported. The user facility reported that the pt was notified and there had been no report of infection or cross-contamination. An olympus endoscopy support specialist has visited this facility and provided in-service training regarding the appropriate reprocessing of endoscopes. No products were returned to olympus for evaluation. If additional and significant info becomes available at a later time, then this report will be supplemented. Olympus instruction and/or reprocessing manuals provide detailed info on how to reprocess the subject endoscope. The cause of this report appears to be due to user error. This is one of the three reports. Please also reference MFR report #8010047-2012-00176, and MFR report # 8010047-2012-00177. This report is being submitted as a medical device report in an abundance of caution.